Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlinnet transmission. Upon review, the implantable cardioverter defibrillator had post-paced t-wave oversensing noted. No intervention was performed per physician decision. The patient was stable.